Manufacturer narrative:
(B)(4). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
A 11f brite tip sheath was inserted into the right femoral artery (sfa), however, its distal tip became frayed. So it was changed to another sheath introducer (12fr 40cm, medikit). Three balloons (15 x 4 maxi-ld, cordis) were inflated and tree stents were placed in the lesion. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to use. A 5f sheath introducer was inserted to the sfa and then changed to the 11f brite tip sheath. It is unknown if a contralateral approach was used. The vessel characteristics at the assess site are unknown. There were no issues with the maxi balloons. The target lesion was aorta. The rate of stenosis was (B)(4).

Manufacturer narrative:
Complaint conclusion: as reported, an 11f brite tip sheath was inserted into the right femoral artery, however, its distal tip became frayed. Therefore, it was changed to another sheath introducer (12fr 40cm, medikit). Three balloons (15 x 4 maxi-ld, cordis) were inflated and three stents were placed in the lesion. The procedure was finished successfully. There was no reported patient injury. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noted prior to use. A 5f sheath introducer was inserted to the artery and then exchanged for an 11f brite tip sheath. It is unknown if a contralateral approach was used. The vessel characteristics at the assess site are unknown. There were no issues with the maxi balloons. The target lesion was the aorta. The rate of stenosis was (B)(4). The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17062906 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.